Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 for a high blood glucose level 32 of mg/dl. The customer stated that they were at his dad's funeral and he had not eaten anything all day causing his blood glucose to drop. It is unknown if the customer was wearing the insulin pump at the time of the hospitalization. The customer declined trouble shooting the low blood glucose. No further information was provided.